Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near is-1 to terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
The right atrial (ra) lead exhibited helix extension issues during an implant procedure. The lead was returned for analysis and was determined that the lead was fractured. No adverse patient effects were reported.